Event description:
During the bypass run, the perfusionist had problems with perfusion pressure in the aortic line. When the cannula was removed, it was noted that the tip had unraveled from the cannula and was being held in place by the reinforced wire. No adverse pt effect. Second cannula was used without problems.